Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. During the procedure an insulation abrasion was noted on the right ventricular lead. No electrical anomalies were noted. The lead was patched with a suture sleeve and remained in use. The procedure was completed per usual. The patient was stable.